Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states a neonate patient tested 16.7 mmol/l (07:03 am) on inform system ii, while a comparison lab returned as 3.8 mmol/l (07:03 am). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.